Event description:
A (B)(6) female pt contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon eval, the metallic domes were missing from both the front and rear response buttons preventing proper switch functionality. The cause for the inability to activate the device is the damage to the switches. The root cause for the damage rear response button cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective response buttons. The pt received a replacement monitor.